Event description:
The patient was admitted for a laparoscopic sigmoid colectomy. A 45mm stapler with blue reloads was used to staple across colon. Two reloads necessary to go across complete colon. Upon firing second reload, stapler reload dislodged and slid forward causing tissue damage. Surgeon removed exposed stapler and new stapler and reload were used to complete stapling of the colon. MFR # 3005075853-2015-05881.